Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, "rupture" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the anterior side assessed, as surgical damage. And missing piece of shell assessed, as inconclusive. Additional observations: no other observations observed. No further actions are required, as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4.

Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted.